Event description:
Additional information received reported impedance measurements were performed and checked out fine. The patient¿s device was reprogrammed and they were able to get stimulation in some of her pain areas. It was noted there were no malfunctions and no known interventions. It was unknown if the patient was receiving effective therapy.

Event description:
It was reported that the patient experienced stimulation in the wrong location because the device was "not programmed right." The patient felt stimulation on the right side of her stomach and right hip. Her pain was across her low back just below her waist line. It was noted that the patient was implanted on (B)(6) and was tested in surgery and felt stimulation on both her left and right side, but now she was only feeling stimulation on her right side. The patient was reprogrammed on (B)(6) for 2 hours without success. During the reprogramming session the manufacturer representative turned stimulation up too high and the patient felt like she was getting electrocuted. The patient was reprogrammed again on (B)(6) without success. It was reported that the patient couldn¿t have stimulation on because of the way it was programmed it hurt to bend. It was noted that before scs the patient only had to use a walker when she left the house, but following the procedure she had to use the walker both when she was at home and when she went out. It was also reported that the patient was swelling more than normal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).